Manufacturer narrative:
Information contained in this record was previously submitted thru [psr]. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: fold creases, deformation. A weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: wear abrasion. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is a capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture baker grade IV. Device has been explanted.